Event description:
It was reported by a nurse practitioner that during clinic visit of a patient, when checking the patient's device with a programmer an error message of ¿generator will now set output currents to 0¿ was obtained. Additional information was received during follow-up with the nurse that the issue has not resolved, and different programming systems were attempted to be used. It was indicated that every time the device was interrogated the message of output current would reset to 0ma would appear but the remaining settings would stay the same. No additional relevant information has been received to date.

Manufacturer narrative:
Age at time of event ¿ correction ¿ inadvertently not included in initial MDR submitted. Sex ¿ correction - inadvertently not included in initial MDR submitted. Description of event or problem ¿ correction - inadvertently did not include a portion of the information in the initial MDR submitted. Relevant tests/laboratory data ¿ correction - inadvertently not included in initial MDR submitted. Implant date ¿ correction - inadvertently not included in initial MDR submitted. Evaluation codes ¿ method and results ¿ correction - inadvertently not included in initial MDR submitted.

Event description:
Additional information was received with the nurse reporting that when reviewing the report for the patient¿s visit, when reprogramming the patient¿s device settings, autostim did not reset and was previously on with a threshold of 70%. The patient will need to be brought back in as they left with autostim off and autostim pie chart indicates the autostim was used less than 1%. Information was later received that the nurse practitioner made a mistake with the autostim output and accidently programmed the setting incorrectly for the patient. The device was interrogated and everything came back normal. Based on the information received, it appears user error was the cause of the reported event.